Event description:
Revision surgery - broken stem on tibial poly insert due to patient wear.

Manufacturer narrative:
Sales rep provided no part number or lot number information. Encore will contact rep for information and submit a follow-up report when information is received.